Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to hyperglycemia as well as hypoglycemia on (B)(6) 2018. The customer high blood glucose level was 400 mg/dl and above 600 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. The customer was sick with namonin. The nurse declined troubleshooting for hyperglycemia. The device will not be returned for analysis.